Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone no: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during use of the device. It was further reported that after the expected infusion time of twenty four hours the device had not completely emptied. The device had been filled with tazocilline 12g with 240ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured december 3, 2019 to december 5, 2019. The device was received for evaluation containing 52ml of fluid in the bladder. Visual inspection via the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.